Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance levels and oversensing noise which triggered a lead integrity alert (lia) indicating a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two non-sustained tachycardia (nst) episodes of less than 220 ms ventricular to ventricular cycle are recorded between (B)(6) 2013. Seventy thousand twenty six (7026) ventricular-sic occurred since (B)(6) 2013. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.